Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a past high blood glucose (bg) occurrence (500 mg/dl). The customer delivered a correction bolus and manual injection to address bg level. Reportedly, the customer stated it was possible they had changed out the cartridge without initiating the load process as a result the pump did not recognize the cartridge. Tandem technical support had instructed the customer to consult with their healthcare provider regarding the high bg level.